Event description:
It was reported, the patient complained of decreased efficacy. The patient was brought to the operating room for a catheter revision and the catheter was found to be functioning normally. A dye study, roller/rotor study and x-rays were performed. The pump was being used to deliver baclofen. The patient status at the time of the report was ¿alive- no injury.¿ two days later, it was reported the pump was explanted. There was a volume discrepancy with the expected residual volume being 15 milliliters (ml) and the actual residual volume being 17.7 ml. The event required replacement and medical intervention of intubation. The patient presented to the emergency room with signs of baclofen overdose after the pump and catheter had been examined in the operating room two days prior. The patient status at the time of the report was unable to be obtained. The pump was being used to deliver compounded baclofen. The patient was admitted for observation after the pump was replaced. The pump was replaced and baclofen was restarted. It was later reported that intrathecal baclofen treatment started (B)(6) 2011 and was ongoing. No other medication was contained in the pump at the time of the event. The patient had a history of generalized dystonia. The cause of the discrepancy was presumed pump overinfusion. Contrary to the previous report, it was reported, the expected residual volume was 17.7 cubic centimeters (cc) and the actual was 15 cc. The patient was doing well at the time of the report and was receiving effective therapy. The patient was operated on (B)(6) to investigate a history of poor dystonia control and was found to have a functional catheter. The patient also had a history of 3 episodes of unexplained baclofen overdose. It was later reported, the drug in the pump was preservative free normal saline mixed with baclofen with a final concentration of 1000 micrograms per milliliter.

Event description:
Additional information received reported the pump was explanted on (B)(6) 2014. It was noted the patient had autosomal recessive dystonia and the pump malfunctioned causing overdose. It was further reported the event was device related and caused patient injury, but the patient recovered without sequela. It was reported a rotor study and dye study were not performed.

Manufacturer narrative:
Product ID 8596sc, serial#(B)(4), implanted: 2011 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2011-07 (B)(6); product type catheter. (B)(4). This device is included in the medical device correction, "synchromed ii implantable drug infusion pump overinfusion", customer letter (march 2014).

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. As received the pump reservoir was empty and pump was left in the simple continuous infusion mode. The pump logs were gathered and no anomalies were noted. Septum pressure was monitored during dispense testing and pressure testing was also done. The pump showed no leaking at septum. Dispense accuracy testing passed. No anomalies were found during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.